Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after an intraocular lens (iol) implant procedure, the patient experienced blurred vision the lens was exchanged for a different lens 1 month after initial implantation in a secondary procedure. Additional information has been requested.